Event description:
It was reported that patient death occurred. Vascular access was obtained via the radial artery. The 98% stenosed, 38x3.0mm, de novo target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery extending to the mid lad. A 38 x 3.00 promus premier¿ drug eluting stent was advanced and deployed to treat the target lesion. An orthogonal view of the stent was taken which revealed that the stent was properly implanted. The patient was transported to the ward in a stable condition. One day post procedure, the patient experienced chest pain and "crashed" before reaching the cath lab resulting to death.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).